Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) was experiencing issues with therapy activation. The patient previously felt a slight electrical sensation from their jaw to the front, extending down their right arm, but currently, they are not feeling any sensation at all. There was a prior incident where the stimulation was increased too high during a healthcare provider appointment, causing a spasm and sensation down their arm and in their jaw. The issue was resolved by decreasing the stimulation. Assistance was provided to connect to the implant and confirm that the therapy was on. The patient was advised to contact their healthcare provider before making any adjustments. No patient complications have been reported as a result of this event.